Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm. The thoracic aneurysm was in zone 3, fusiform in shape, with a diameter of 5 cm, and 205 mm long. The patient had a bovine aortic arch with slight thrombus on the aortic wall around the innominate artery and left subclavian artery. It was reported that, after protecting the junction of the innominate artery and the left common carotid artery with ballooning, the physician elected to implant 2 thoracic stent grafts from another manufacturer and then implant the talent thoracic graft was located in the zone 1 area, close to the innominate artery, and the talent graft pressed the mural thrombus to the aortic wall. A touch-up balloon was then used to remodel the stent grafts. After the procedure, when the patient awoke from anesthesia, the patient presented with a deteriorated consciousness level, and a cerebral infarction of the vertebrobasilar artery area was diagnosed by CT. It is speculated that aortic mural thrombus, originating from the subclavian artery, may have contributed to the cerebral infarction. The patient was treated with medication; however, 1 week post-implant, the patient went into a coma and has not recovered as of this report.

Manufacturer narrative:
Evaluation codes, results: cerebral vascular accident. Conclusion: thoracic aorta containing thrombus.